Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was initially planned to be implanted in the left bundle branch (lbb). The physician was not able to capture the lbb; therefore, the lead was placed deep septal. Shortly after it was implanted, this lead exhibited oversensing of atrial signals and low amplitude. A chest x-ray was scheduled due to concerns of a lead dislodgement and to determine the next course of action. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this lead was initially planned to be implanted in the left bundle branch (lbb). The physician was not able to capture the lbb; therefore, the lead was placed deep septal. Shortly after it was implanted, this lead exhibited oversensing of atrial signals and low amplitude. A chest x-ray was scheduled due to concerns of a lead dislodgement and to determine the next course of action. No adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that the chest x-ray confirmed a lead dislodgement into the right atrium. The physician suspected the suture sleeve may have been sutured into adipose tissue, resulting in loss of fixation of this lead at the pocket, leading to the dislodgement. The patient was scheduled for a lead revision in the coming weeks. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.